Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.75 in. Powerloc max infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, ¿while rn trying to flush the line (previously hep locked) to hook up to pre-hydration for his chemo his line was cracked and leaking the flush solution and it was almost completely broken off directly under hub. Same exact spot. Accessed (B)(6) 2024 and lasted 4 days. Discovered broken today. Patient needed prophylactic antibiotics as this was a central line in an immunocompromised patient that was cracked, therefore exposing the patient to potential pathogens." No other information was provided.

Event description:
It was reported, ¿while rn trying to flush the line (previously hep locked) to hook up to pre-hydration for his chemo his line was cracked and leaking the flush solution and it was almost completely broken off directly under hub. Same exact spot. Accessed (B)(6) 2024 and lasted 4 days. Discovered broken today. Patient needed prophylactic antibiotics as this was a central line in an immunocompromised patient that was cracked, therefore exposing the patient to potential pathogens." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.